Manufacturer narrative:
A ge representative evaluated the system and reset the cmos memory. The system operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.